Event description:
The product surveillance tech reported that during lab eval for another reported issue on MDR #1828100-2014-00232, the touchscreen on the central control monitor (ccm) was not functioning properly. There was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed by the lab eval. Per the lab eval, the tech observed the touchscreen not responding to touch commands. Replacement of touchscreen with lab-use only touchscreen enabled central control monitor (ccm) to function properly, determining the customer's touchscreen was defective.